Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the stapler on the blood vessels in a laparoscopic thoracoscopic left lower lobe resection, the stapler fired, but the jaws of the stapler were locked on a tissue and took it hardly to remove it. They replaced a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info; (model#, catalog#, exp date, lot#, UDI#). If information is provided in the future, a supplemental report will be issued.